Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Investigation result: device evaluation could not be performed because the affected device was not returned. Lot history record review: lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Conclusion: the cause of the reported event could not be identified as the affected device was not returned for evaluation. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that tensional stress and torsional stress generated with guide wire manipulation to free the trapped prowater guide wire might have been locally applied to the guide wire while the device had been deformed due to interference with the choice pt guide wire that had been inserted through the ivus catheter during withdrawal of the catheter, and got caught by the stent deployed at the lm ostium. Consequently, the subject prowater guide wire was fractured. Although it was concluded that the reported event was not attributed the product quality, it was concluded that the event needed to be reported as stenting the wire fragment was considered an additional treatment and therefore a health hazard, and the final outcome was patient death, the reported vessel perforation and dissection were presumed to have been caused after balloon dilatation in fear of crushing the deployed stent during withdrawal attempts of the trapped prowater guide wire. Worsening of the perforation could be attributed to additional des deployment with high-pressure balloon dilatation. The subsequent fatal course, including cardiac tamponade, cardiac arrest, and cardiopulmonary collapse, may have been associated with deterioration of the patient's general condition following high-risk pci, which was performed at the patient's request despite the indication for CABG. Therefore, it was concluded that the subject prowater guide wire did not cause or contributed to the reported health hazards or death. CAPA: no CAPA will be taken. The instructions for use (IFU) states: "[warnings]" the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged. Always advance and withdraw the guide wire slowly. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. "[Malfunction and adverse effects]" separation of the guide wire, death, damage to a vessel, including possible vessel perforation, vessel dissection, cardiac tamponade due to vessel perforation.

Event description:
It was reported that a patient was referred for coronary artery bypass grafting (CABG) due to multi vessel disease found by angiography. As the patient refused CABG, a high-risk elective percutaneous coronary intervention (pci) was performed to treat the left circumflex artery (lcx) ostium, left main coronary artery (lm) ostium, and left anterior descending artery (lad). An asahi prowater guide wire was advanced to the lcx, and a 3.5x20mm synergy drug-eluting stent (des) (boston scientific) was placed to the lcx ostium, while a 3.0x16mm synergy des was placed to the lcx and lad by kissing stent technique. The stenosis was reduced from 70% to 0%. Intravascular ultrasound (ivus) observation confirmed successful stent deployment to the lad and lm ostium. During withdrawal of the ivus catheter which was placed together with a choice pt guide wire (boston scientific) in the lad, the subject prowater guide wire was mangled in the choice pt guide wire near the rx port of the ivus catheter, caught by the stent deployed at the lm ostium, and would not be freed. The prowater guide wire was then fractured, and its proximal side was removed ex situ. A high-pressure balloon was used to dilate the lm ostium to crush and press the wire fragment into the stent. As the stent deployed in the lcx appeared compressed during the removal attempts of the prowater guide wire, the lcx ostium was pre-dilated. Kissing balloon technique was performed to dilate the stents in the lad and lcx. When perforation and dissection in the distal lm were noted, a 4.0x16mm synergy des was deployed at 18atm. Although dissection was treated, perforation worsened. The patient subsequently became hypotensive consistent with pericardial tamponade, with cardiac arrest requiring ongoing CPR. Extracorporeal membrane oxygenation (ECMO) was elected due to cardiopulmonary collapse. Ultimately, the patient was taken emergently to the cardiovascular operating room (cvor) but eventually died.